Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted sigmoid colectomy surgical procedure, universal surgical manipulator (usm) 1 was faulting with a 319 error at startup. Technical support engineer (tse) requested hard power cycle of psc but 319 error appeared on arm1 again after restart. Tse log review shows 319 reporting from acu in psuj. Site to consult with surgeon about using 3 arms for next case or moving to another dv system. Log review from earlier in morning shows 40084 errors between umc1 and acu in armnet 1. System has proactive case opened to replace fiber cable 372216 between acpb and card cage. The procedure was completing as planned with no reported injury.